Event description:
It was reported that during a green light laser procedure "at 10 minutes, the aiming beam was not visible at usual the 70 degree position and instead, a lot more white light was identified. The case was stopped, the fiber cleaned and no (fiber) issue noted but the issue with the aiming beam didn't improve". The surgeon converted to a turp to complete the procedure. It was reported that the surgeon didn't believe it was a product issue (either console or fiber) instead blaming the imaging stack, as it wasn't the surgeon's regular imaging stack. Patient outcome: "no injury". There was no patient injury reported.